Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reporter info.

Event description:
A physician burnt his finger on the cusa excel 23khz straight handpiece tip during a case. It is believed it had to do with his finger pressing on the flute. Add'l info has been requested.